Manufacturer narrative:
Due to the limited information, q'apel medical is unable to confirm the reported event and determine if a product malfunction occurred.

Event description:
On 5/28/2024, q'apel medical received an email from the FDA notifying the company of a voluntary MDR that was submitted on 5/5/2024. Per the reported problem statement: "cervical left internal carotid artery dissection at site of walrus balloon guide catheter inflation with contrast pooling in false lumen, creating fusiform dilation and requiring antiplatelet use (aspirin) to prevent thromboembolism. This occurred after mechanical thrombectomy for intracranial large-vessel occlusion (left middle cerebral artery occlusion). 95-cm 8f walrus bgc." The location provided was the USA. No other information was provided in the report.